Event description:
It was reported to manufacturer that the physician's (B)(4) x5 hand held screen was freezing following a successful interrogation of the pulse generator. The problem was resolved after removing and replacing the flashcard of the handheld device. The site has not requested a replacement hand held, and the device is therefore not expected to be returned to manufacturer for analysis.